Event description:
It was reported that the right ventricular lead had decreasing impedance, increasing thresholds and pocket stimulation. During the procedure it was noted that there was an insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.